Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye and another lens option was replaced. Suspect product was discarded. No further information is available.

Manufacturer narrative:
Additional information: additional information was received on 3/12/2021 confirming the reason for explanting the lens from patient's left eye was due to loss of bcva. Patient had pre-operative bcva 20/30 +2 , ucva 20/200 and post-operative bcva 20/30 -2, however, was experiencing blurry vision. There was no injury and no medical intervention was required. Another lens of same model and diopter (B)(6) was used as the replacement lens and the patient is stable. Patient had a history of myopic lasik and no other prior ocular history. As a result the following fields have been updated: section a2: date of birth: (B)(6) 1962 section a3: gender: female section a5: ethnicity: not hispanic/latino, race : white section e1: email address: (B)(6). Section e1: telephone number: (B)(6). Section h6: health effect - clinical code: 2137 - blurred vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.